Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Called in because she purchased a 5t kit and 3 tests showed no results. No c or t line appeared. She followed the directions exactly and waited 15 minutes. She dispensed the sample into the s well. She is only able to provide a picture of 2 of the test cassettes. She threw the other one away.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for (B)(4) were reviewed and no abnormal issue were found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(4) met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result. Called in because she purchased a 5t kit and 3 tests showed no results. No c or t line appeared. She followed the directions exactly and waited 15 minutes. She dispensed the sample into the s well. She is only able to provide a picture of 2 of the test cassettes. She threw the other one away.